Event description:
It was reported that during a percutaneous transhepatic biliary drainage treatment procedure, the stent partially deployed. The 40% stenosed target lesion was located in the severely tortuous right hepatic duct. The 8x81x750 sentinol biliary stent system was advanced to the lesion, but the stent would not deploy. However, when removed from the patient, it was noted that the stent was partially deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transhepatic biliary drainage treatment procedure, the stent partially deployed. The 40% stenosed target lesion was located in the severely tortuous right hepatic duct. The 8x81x750 sentinol biliary stent system was advanced to the lesion, but the stent would not deploy. However, when removed from the patient, it was noted that the stent was partially deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed the tuohy was in a closed position and the stent was partially deployed out the end of the exterior shaft. Functional testing observed that by completely pushing down on the inner hub, the stent deployed with no issues. A thorough inspection revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).